Event description:
Chest x-ray performed. Raw images did not process and fell off the que. The portable lost connection with the wireless detector. Wap and registered detector was changed out. Machine returned to service. FDA safety report ID# (B)(4).